Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The power supply was replaced as a preventive measure. The system was then tested and met all product specifications. The power supply has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "screen went black" (no display or display failure). The nurse reported the screen went black. The system was rebooted 3 times to complete surgery. Four cases were cancelled. Additional information received stated the event occurred at the beginning while tuning the handpiece. The system was turned off and on a few times before it stayed on to proceed with the case. The case was completed as planned. No patient injury was reported.